Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the complaint of "laser error codes 171 & 172 " does not relate to the fiber but to the laser; a cap fracture was observed on the product; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, at 2:16 minutes, 7,452 joules of use error codes 171 and 172 occurred. The procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.